Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the caller "didn't have the details on what is going on but it seems they need to remove the pump immediately." They were calling to request information about preventing withdrawal after explant. The caller had no further information, including patient identifying information or serial number of the device. No further complications were reported.